Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the zimmer air dermatome serial number (B)(6) by a flextronics on (B)(6) 2020 revealed that the unit was out of calibration, the control bar position was not correct, the machined head, needle bearing and reciprocation arm were worn. Repair of the device was performed by a flextronics on (B)(6) 2020 which included replacement of the following: shaft bearing: pn 06001720068, ln 64609733 & 64609733. Machined head: pn 06001810351, ln 6370634. Reciprocation arm: pn 06001810657, ln 64277113. Vespel: pn 06001810535, ln64609735. Needle bearing: pn 06001810393, ln64581592. The device, serial number 104385, was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental/final medwatch will be filed.

Event description:
It was reported that the device was taking grafts too thin. No adverse events were reported as a result of this malfunction.